Event description:
It was reported that a bd¿ syringe safetylok ll was leaked at the luer lock during use. Customer¿s verbatim: ¿ problem: experiencing leaking while using these syringes. The leakage seems to be occurring at the luer lock/hub. ¿

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe safetylok ll was leaked at the luer lock during use. Customer¿s verbatim: ¿problem: experiencing leaking while using these syringes. The leakage seems to be occurring at the luer lock/hub."